Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device (clip delivery system) and the reported issue of a mechanical jam on the clip could not be replicated as the clip was deployed and remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for reported mechanical jam could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip that would not open. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) on (B)(6) 2019. The mitral valve was accessed through the femoral vein. The first mitraclip grasped the leaflets, but when attempt was made to open the clip, the clip would not open, despite troubleshooting attempts that were performed. The clip was deployed on both leaflets, but it was on an unintended part of the leaflet and there was no reduction in mr. The procedure continued with a second mitraclip reducing mr to grade 2. On (B)(6) 2019 the patient had a pseudoaneurysm with thrombus occlusion at the right femoral artery. The patient had a little melena and was found to have polyps and tumors in the large bowel. It is suspected that the heparin used during the procedure may be related to the melena. A blood transfusion was not required, but surgery was performed to remove the thrombus from the right femoral artery. In the opinion of the physician the pseudoaneurysm event is not related to the mitraclip. No additional information was provided.